Event description:
It was reported that the patient presented to the emergency room due to syncope episodes. Upon review, the pacemaker was unable to interrogate. When using the abbott programmer as soon as the programmer wand was placed on patient¿s device and interrogation button was pushed on programmer the patient would go into an asystole rhythm. The device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Reported event of failure to interrogate was not confirmed. The device was at end of life (eol) upon receipt. Analysis of device image indicated device operated in high pacing output settings during implant period. When high pacing output settings are programmed, the device estimated longevity is affected. Further analysis performed found no anomaly, device was able to be interrogated and establish telemetry successfully through inductive wand with battery voltage at end of life (eol). Assessment of total projected longevity was performed, and the implant duration exceeds total projected longevity indicating normal battery depletion.